Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds material, assembly and performance specifications.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty withdrawing the stent delivery system (sds) was experienced. The lesion was located in the distal portion of the right coronary artery (rca). The vessel size was 3.00mm in diameter, mildly calcified and 90% stenosed. The patient's anatomy was mildly tortuous. The physician pre-dilated the lesion with a 2.50x20.0mm balloon. The physician successfully implanted one taxus express2 3.00x24.0mm drug eluting stent (des). The physician advanced another taxus express2 3.00x24.0mm des in an overlapping position to the previous stent. The balloon was inflated one time at 14 atms. The stent was deployed and the balloon was deflated. The physician attempted to remove the sds and experienced difficulty. The physician reported that is was questionable whether the stent fully expanded after deployment but that it was well apposed and well positioned. After some effort the physician was able to remove the sds with no injury to the patient. The patient was administered angiomax during the procedure. Plavix and aspirin were administered as follow-up. There were no patient complications reported.